Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Patient had a history of guttata, fuch's dystrophy, dry eye syndrome and posterior vitreous detachment (pvd) for both eyes (ou). Prior to the implant, the patient was given several opportunities to trial monovision with contact lenses. However, the patient did not tolerate monovision. The treating physician did not recommend monovision to the patient due to patient age and lack of experience with monovision. During light adjustment treatments, the patient requested additional myopia in the left eye. As seen in relevant tests, the patient had good distance vision with the right eye and near vision with the left eye after the light treatments were completed. The patient returned to the clinic for several visits after the final lock-in. The last known measurements taken on(B)(6) 2022 for the patient were: right eye ucdva was 20/25+1 and left eye ucnva was j1 with, bcdva was 20/20 in both eyes. Patient complained of blurred vision for distance and intermediate. Manufacturer reference # (B)(4)

Event description:
Rxsight received a medwatch report mw5112449 dated (B)(6) 2022. A patient stated that they had the light adjustable lenses (lals) implanted and they are "essentially visually impaired for distance vision". The patient had a history of complaints related to severe blurry vision for years prior to implantation of the lals and a history of not tolerating monovision correction. The right eye (od) was implanted on (B)(6) 2021 with lal serial number (B)(4). The left eye (os) was implanted on (B)(6) 2021 with lal serial number (B)(4). During light adjustment treatments, the patient requested additional myopia in the left eye. Refer to MFR report #: 3012712027-2022-00057 for information on the patient's right eye.